Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2019. It was reported that the in 2015, the patient had a surgery for an implant that left a hole in his back because of an infection and could see the jumper lead cable. There were no further complications or anticipations reported with this event.

Event description:
Additional information received from the patient on (B)(6), 2019. It was reported that the in 2015, the patient had a surgery for an implant that left a hole in his back because of an infection and could see the jumper lead cable. There were no further complications or anticipations reported with this event. [Refer to pe# 701881467, 703321877, and 703369309 for details pertaining to the recharger equipment, for antenna, and lead left in patient, respectively ] (B)(6) siebel 1009080169270007 (con): additional information was received from the consumer (B)(6). Per patient, he had an infection from his 2016 procedure which caused a holein his back where the lead was visible. Patient believed the infection was caused by hcp. Doctors were unsure if the infection went all the way up his back. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3708340 lot# serial# (B)(6) implanted: (B)(6)explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2009, product type extension.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient with an implantable neurostimulator for non-malignant pain. It was reported that the patient was having problems with the implant itself, specifically at the surgical site. The patient stated they believed they needed a repair done on the jumper lead. The patient stated the jumper lead was now called the flex lead. The patient clarified that it was the lead between the ins and the main paddle lead that goes up the cable in your body. The rep stated their was an infection at the ins site. They stated that there was an opening over the ins. The patient did not want their lead removed, and the healthcare provider (hcp) planned to explant the battery and extension. The hcp also planned to implant a new battery and extension on the patient¿s other side. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.